Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited loss of capture and high capture threshold. Patient experienced bradycardia due to the loss of capture. This system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
H6 impact code field has been corrected.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited loss of capture and high capture threshold. Patient experienced bradycardia due to the loss of capture. This system remains in service and no additional adverse patient effects were reported.